Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported that the patient¿s implantable neurostimulator (ins) was not working right and was in a lot of pain that gradually developed. The patient mentioned that she had a knee replacement recently and was doing fine. But when they started therapy exercises, she thought that the exercises might have affected her device. The patient checked her manual for troubleshooting guidance, and it was noted that she might have made matters worse by doing so. At the time of the report, the patient programmer (pp) showed that the stim was on; group b was selected with program 1 set to 1.80v and program 2 was set to 2.10v. The patient then mentioned that the ins battery was ¿probably ¾ full¿ and the pp battery was full. In the end, the patient was redirected to follow-up with their healthcare professional (hcp) to check the ins and its components. There were no further complications reported or anticipated.